Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op the patient reported experiencing pain. The patient had a pain pump installed but it did not relieve the pain. The patient stated that she is suffering from flat back syndrome caused by the rod.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.